Event description:
The new freestyle "butterfly" test strips lot 1081217 read 30-50 units low when used with omnipod (B)(4) pdm/meter. This causes the patient to under treat high blood sugar levels. Frequency: 12 times/day. Dates of use: (B)(6) 2011. This issue may be specific to using the new style "butterfly" of test strip with the omnipod, or it may be a general problem with the new style of test strip.